Event description:
A user facility reported that an intraocular lens (iol) became stuck in the cartridge of an iol delivery system. Patient impact is unknown. Additional information has been requested.

Event description:
A surgeon provided add'l info that there was no pt impact/injury associated with this event.